Event description:
It was reported the patient's blood glucose level rose to 480 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). In addition the pod failed to adhere.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. The download data showed not timeouts or drive stalls during the run of the device. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. While testing the fluid path, the exposed portion of the soft cannula was observed to be torn. The cannula was measured to be out of specifications. Due to the cannula being torn, fluid did not exit the entire fluid path as intended. The timing and cause of this damage could not be determined. It cannot be determined if this damage contributed to the reported events. No other damages or deficiencies were observed during the investigation.